Event description:
During an ECMO case, the cv bypass roller pump stopped and displayed error code 000004. The roller pump was stopped for about 30 seconds. The roller pump was then restarted and ECMO was continued. After about one hour, the roller pump stopped again and displayed error code 000004 again. It was restarted and replaced with another roller pump. The pump vendor will perform the repair of this pump.